Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; system error was found in the programmer error logs. The hard drive was reimaged and software reloaded to resolve issue. Analysis also found the programmer failed to reload the software multiple times; mpu (main processor unit) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported an error displayed during a patient check. A different programmer was used. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.